Event description:
The patient was reported to have difficulty taking readings from their patient electronics device. Subsequent information indicated that the patient had been hospitalized for congestive heart failure. Pending further information from the site.

Event description:
Patient was hospitalized for chf from (B)(6) 2025. The patient presented with shortness of breath. A cxr was performed and diuretics were given. The patient has been discharged and has continued to use the cardiomems system. The abbott rep was unable to confirmed if the issue was related to the cardiomems system.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.